Manufacturer narrative:
Citation: (B)(6) et al. The extent of aortic annulus calcification is a predictor of postprocedural eccentricity and paravalvular regurgitation: a pre- and postinterventional cardiac computed tomography angiography study. J invasive cardiol 2015;27(3):172-180. Earliest date of publish used for event date and death date no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Medtronic received information via literature regarding the extent of annular calcification on paravalvular leak (pvl). The study population included 68 patients (predominantly female; mean age 82 years), 46 of which were implanted with medtronic corevalve (serial numbers not provided). Among all corevalve patients, three deaths occurred peri-operatively and during follow-up. One death occurred due to an iliac artery bleeding event during the implant procedure. No further details were provided. There were no direct allegations of device involvement, however the delivery catheter system may have caused or contributed to the bleeding event. Based on the available information, the other two deaths from septic shock were not attributable to medtronic product. Among all patients adverse events included: uneven/incomplete frame expansion due to pre-existing calcification, severe pvl, annular rupture, valve dislocation, coronary ostium occlusion, bleeding, left bundle branch block, atrio-ventricular block requiring permanent pacemaker implant, myocardial infarction, and surgical intervention. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.